Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of medical records and x-rays. X-rays identified significant osteopenia in the patient, as well as femoral lucency consistent with possible device loosening. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical products: oss tibial bearing, catalog #: 150410, lot #: 875680, oss poly tibial bushing, catalog #: 150476, lot #: 689570, oss reinforced yoke, catalog #: 150493, lot #: 063820, oss porous im stem, catalog #: 150403, lot #: 596730, oss poly femoral bushings, catalog #: 150477, lot #: 745350, oss proximal tibial, catalog #: 150805, lot #: 161380, oss poly lock pin, catalog #: 150478, lot #: 855320, oss ellipt femoral, catalog #: 150357, lot #: 236000, oss axle, catalog #: 150480, lot #: 786840, unknown patella, catalog #: unknown, lot #: unknown. Customer has indicated product will not be returned to zimmer biomet for investigation as the product remains implanted. The investigation is in process. Once the investigation is complete, a follow-up report will be filed. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2018-11313, 0001825034-2018-11314, 0001825034-2018-11315, 0001825034-2018-11316, 0001825034-2018-11317, 0001825034-2018-11318, 0001825034-2018-11319, 0001825034-2018-11320, 0001825034-2018-11321. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Device remains implanted in patient.

Event description:
It was reported patient underwent left total knee arthroplasty and subsequently has continued pain.